Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). No further patient information was provided.

Event description:
The customer obtained false positive architect total b-hcg results for a (B)(6) female patient. On (B)(6) 2020 patient ID (B)(6). Generated 52.17 miu/ml. A new sample was collected on (B)(6) 2020 which generated <1.20 miu/ml. The original sample was recentrifuged and retested generating multiple low positive results ranging from 26.43 to 28.53 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive results when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and field data review. Review of trending data for the architect total b-hcg assay identified no trends. Device history record review associated with the reagent lot did not identify any non-conformances or deviations. The overall performance of the architect total bhcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of reagent lot 11533ui00 is acceptable. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 11533ui00 was identified.